Event description:
Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant.

Event description:
Legal claim alleges devices were removed from the patient. No additional information is available at this time. Update 04/23/2013 - litigation received (B)(4) 2013. Complaint changed to legal. Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Dob added. Doi: (B)(6) 2008. Dor: none reported. There is no new information that would change the outcome of the investigation. Product hip changed to cup, added product head and reported both. Update 5/15/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.